Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, his 4.75 healix advance knotless peek anchor pulled out with the inserter. The surgeon was having a difficult time finding the hole, so he tried to pull the anchor back through the cannula and the anchor came off the inserter with the stay suture. He was able to get the anchor back on and hand tensioned the sutures. He turned the anchor a half turn but did not seem correct, and when he pulled out the inserter, the anchor was sitting on the suture still attached. He used a grasper to remove the anchor. The surgeon used a 5.5 healix advance knotless peek anchor to complete the procedure. There were no patient consequences. The surgeon used the purple handle 4.5 awl 4 tails of ortho. Bone quality was normal. Procedure was arthroscopic. Sutures were detached from ring cleat. Stay suture was not removed, it was loose.